Manufacturer narrative:
An event of erosion, a pericardial effusion and tamponade were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
As reported in an article published in clinical research in cardiology titled "very late erosion of amplatzer occluder device resulting in cardiac tamponade after 15 years," the patient had a large defect without an aortic rim and a floppy septum primum as shown on a tee. In 2001, a balloon sized the defect diameter as 29.4 mm and a 34 mm amplatzer septal occluder was implanted. After release of the device it was noted the left atrial disc was partially on the right side of the septum. Follow-up tee at 2 and 7 months were unremarkable and it was noted the position of the left atrial disc remained unchanged. In 2016, the patient presented with chest pain and dyspnea. An electrocardiogram showed low voltage without relevant st-t wave changes. A tte revealed a moderate circumferential pericardial effusion with evidence of tamponade. A pericardiocentesis was performed with drainage of more than 1000 ml hemorrhagic fluid. A chest CT and tee revealed device erosion causing atrial perforation and pericardial hemorrhage/effusion. The following day, a median sternotomy was performed and the remaining pericardial blood was evacuated. The device was found to have perforated at the junction between the interatrial septum and inferior vena cava. The device was removed and the asd was closed with a gore-tex graft. The patient had an uneventful recovery and was discharged home on the 5th postoperative day.